Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing step while the infusion set was attached at the site. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was guided through the proper load process and was able to complete the load and resume insulin.